Event description:
During in-clinic follow-up, it was noted that the device was in backup vvi (bvvi) mode due to event queue overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable. This report was filed as a duplicate.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2017865-2020-23347.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During in-clinic follow-up, it was noted that the device was in backup vvi (bvvi) mode due to event queue overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.